Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported constant downstream occlusion alarm was reproduced during occlusion testing. A review of the event history log identified downstream occlusion alarms. The cause was determined to be the force sensor. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement. No additional information is available.